Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, while on the renal vein transection, the surgeon able to fired the device, however a clip was need to be placed on the vessel due to staple line bleeding.